Event description:
It was reported that an unknown patient underwent a paroxysmal atrial fibrillation (afib) ablation procedure with a carto vizigo¿ 8.5f bi-directional guiding sheath ¿medium. The hemostatic valve was displaced. There was a lot of resistance when attempting to insert the dilator into the vizigo sheath. The dilator could not be fully inserted. The sheath was replaced, and the issue was resolved. The procedure was continued. The resistance they were having with the sheath when they were trying to put the dilator into the sheath. There was physical damage on sheath/dilator due to resistance. Looks like some of the plastic in the hub got damaged and occluded the area to insert the dilator. There was no occlusion when irrigating the sheath. The sheath was partially blocked. The dilator was not able to be moved through the sheath but the dilator was not stuck in the sheath. The hemostasis valve did not break into two or more separate pieces. To be more specific on what section broke/separated it was inside the hub of the sheath. The sheath was not being used on the patient and air did not enter the patient¿s body. The issue did not require percutaneous or surgical removal. No patient consequences were reported. Hemostatic valve separation is MDR-reportable. Obstructed sheath is not MDR-reportable.

Manufacturer narrative:
If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
On 17-jun-2022, the bwi product analysis lab received the device for evaluation. The analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number(B)(4)

Manufacturer narrative:
On (B)(6) 2022, the product investigation was completed. It was reported that an unknown patient underwent a paroxysmal atrial fibrillation (afib) ablation procedure with a carto vizigo¿ 8.5f bi-directional guiding sheath ¿medium. The hemostatic valve was displaced. Device evaluation details: visual analysis revealed that the hemostatic valve was dislodged inside the hub component. A microscopic examination of the hemostatic valve surface showed stress marks on the outer diameter. The stress marks suggest that excessive force or manipulation was applied due to an extreme off-axis angle of insertion. Valve dislodgement occurs when extreme off-axis angles are performed during insertion with the dilator, outside of what is recommended in the odp (optimal device performance guide). After removal of the hemostatic valve no obstruction was felt in the sheath; the resistance experienced could have been related to the hemostatic valve separation. A device history record was performed for the finished device 50000096 number, and no internal actions related to the complaint were found during the review. The issue reported by the customer was confirmed. The odp contains the following caution: always insert a dilator straight into the center of the sheath¿s valve to prevent damage to the valve. Do not insert a dilator at an angle, as damage to the sheath valve may occur. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).